Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure mode. The instrument was placed on the system and passed the self-test. The instrument moved intuitively with full range of motion. The grips open and close properly, the cut test passed. The energy delivery test was performed and the grips did activate and delivered energy. Electrical continuity test was slightly intermittent. The grip force test was passed to specification at straight 7.19lbs, pitch 7.16lbs and yaw 7.25lbs. The gage pin test passed at .003. There was no damage to the conductor wire at the distal end nor the proximal end. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted pulmonary wedge resection procedure, it was alleged that the endowrist vessel sealer instrument was cauterizing very slowly and eventually stopped sealing. The surgeon used a backup endowrist vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the endowrist vessel sealer was cauterizing very slowly. The surgeon continued to use the instrument but the cautery did not get any better. The surgeon opened a new endowrist vessel sealer to complete the procedure with no further issues. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: it was reported that the endowrist vessel sealer instrument was working initially but it began sealing very slowly. Eventually, the endowrist vessel sealer was no longer sealing.

Manufacturer narrative:
Corrected information can be found in conclusions. Corrected information: previous MDR was submitted with the incorrect evaluation (B)(4).

Event description:
Refer to follow-up information.